Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and found a defective power supply board. The manufacturer requested the defective part for further investigation. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
"Unit not in use on patient. After cleaning cycle hcu30 was found without ice block. After recycling power a few times unit alarmed with error code 1032." (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and found a defective power supply board. He replaced the part and checked the device to factory specifications. The device was returned to service. There was no patient injury or involvement. The defective part was returned to the manufacturing facility for investigation. If additional information becomes available following the investigation a supplemental medwatch will be submitted.

Event description:
(B)(4).